Event description:
It was reported that 2,080 bd¿ 20 ml syringes with needles experienced foreign matter contamination. The following information was provided by the initial reporter: the nurse in the general ward found black floccules in the unopened 20ml syringe when dispensing the liquid.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 1811162. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, printing foil particles were observed stuck to the barrel wall of the syringe. The process used to print the scale onto the discardit syringes is called ¿hot stamping.¿ a heated metal stamp is used to transfer the printing foil onto the barrel wall. This is a highly capable process; however, in some cases there is a possibility that some minor foil specks could became attached to the external surface of the barrel. The presence of ink specks should be very limited and the risk associated with this issue should be very low to negligible, as it should not represent any impact to the health of the patient or the user. H3 other text : see h10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2,080 bd¿ 20 ml syringes with needles experienced foreign matter contamination. The following information was provided by the initial reporter: the nurse in the general ward found black floccules in the unopened 20ml syringe when dispensing the liquid.